Event description:
Olympus was informed that the customer 4k ultra high-definition camera control unit reportedly ¿had saline poured all over it and it has error code e230¿ during preparation for use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The referenced device was returned to olympus for service/repair. The service evaluation confirmed the customer¿s reported issue. At the beginning of the inspection error message e113 displayed due to a rear panel fan failure. During troubleshoot, liquid residue was found on the rear panel and on the (u) mount. A test fan unit was used and the e113 error disappeared, and all fans were working appropriately. Then hardware error e230 was found and determined to be caused by a defective u-mount and function control. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the addition of saline solution to the substrate and rear panel fan faiulre could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 9 troubleshooting 9.2 troubleshooting guide: the following table shows the possible causes of and countermeasures against troubles that may occur due to equipment setting errors or deterioration of consumables. When troubles or failures other than those listed in the following table are observed, turn the camera control unit off and turn it on again. If the problem still cannot be resolved, return the camera control unit for repair as described in section 9.3, ¿returning the camera control unit for repair¿. Olympus will continue to monitor field performance for this device.